Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The customer stated the pump battery depletes from 70% to 15% within two days. The customer also stated the pump will not charge past 70%. There was no impact to the customer's blood glucose level. Review of the pump data by tandem technical support confirmed that the pump battery has depleted quickly multiple times. It was indicated that the customer would continue to use the pump until the replacement pump was received.